Event description:
It was reported that the shaver blade broke off approx 1.5cm from the distal end. It broke off when the blade was removed from the pt. All of the pieces were retreived.

Manufacturer narrative:
Device has not been returned for evaluation at this time. If received, a follow-up report will be submitted with investigation results.